Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had 80 % stenosis, moderate calcification and the vessel tortuosity was moderate). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had 80 % stenosis, moderate calcification and the vessel tortuosity was moderate). (B)(4).

Event description:
The physician attempted to deploy an endeavor resolute 3.00 x 24 mm rx drug eluting stent, in the cx. The lesion had 80 % stenosis, moderate calcification and the vessel tortuosity was moderate. A pre-dilatation was carried out using a 2.0 x 15 mm balloon. The stent was then advanced, resistance was encountered, but it could not cross the lesion and was deformed. There were no patient complications reported. Another stent was implanted. Device evaluation: the hypotube was kinked at 10cm distal to the end of the strain relief. The stent was positioned on the balloon between the inner shaft marker bands as per specification. The 9th and 10th distal segments were deformed with a number of the struts raised. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿